Event description:
Customer has been getting high readings. They tested blood glucose and received a result of 503mg/dl. Pt called paramedics who received a reading in the 60's. The customer was given an IV and transported to the hosp. No controls were being used, and the glucose test strips were not stored in the original capped strip vial as directed in labeling. A request was made for the return of the suspect device and replacements were sent.